Manufacturer narrative:
One suturefix ul anr xl w/1 #2 ultrabriad bl device was returned for evaluation of the reported complaint mode, ¿device broke in the patient¿ the insertion device with the anchor/suture construct (unattached) were received. The complaint was visually confirmed. The sliding ring was found to be in the locked position per design. Further information from the reporter indicated that the surgeon inadvertently moved the drill guide and lost sight of the hole. This information is consistent with the state of the returned device. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. There were no internal processing issues, which could have contributed to the nature of the complaint. No root cause related to the manufacturer of the device can be established. No further investigation is warranted at this time. (B)(4).

Event description:
During a hip arthroscopy utilizing the suturefix ul anr xl w/1 #2 ultrabraid bl it was reported that the surgeon missed the hole and missed when he tried to implant. It was reported that the device broke in the patient and was removed when he took the insertion device out. It was reported that the surgeon had inadvertently moved the drill guide slightly and lost sight of the prepped hole. He went in with the device anyway and was just hammering onto bone, not into the hole. The sales representative confirmed that the inserter tines folded onto themselves and asked the doctor to pull it back out, which he did. The device was intact, including suture, and nothing was left behind in the patient. The surgeon went back in with a new device and completed successfully. The same hole and same portal were used. There was a 5 minute procedural delay and no reported injuries or complications.